Event description:
It was reported that the patient implanted with this pacemaker presented for a device follow up, reporting discomfort. The device was interrogated and was found to be operating in safety mode, with non-programmable parameters. The patient was scheduled for a device replacement in three days. No adverse patient effects were reported. The device remains implanted and in service pending the replacement. The device was explanted and replaced four days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.